Event description:
It was reported that the patient had severe pain at implant site and down leg. The patient went to doctor's office on (B)(6) complaining of severe pain. The doctor turned device off to see if pain went away. Patient was hospitalized on (B)(6) because she turned device on and was in pain again. Manufacturer's representative went to hospital and was told to turn the device off and that it was going to be explanted. They were told not to program/trouble shoot and that the patient was in too much pain. Patient symptoms were noted as pain, redness, and weakness. Location of issue was noted as device pocket and lead location. It was noted that the device was turned off 3 days prior to explant. The patient was hospitalized and left system was explanted. Patient status at time of the reporting was noted as alive - no injury. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0bm8j, implanted: (B)(6) 2013. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3058, serial# (B)(4), implanted: (B)(6) 2013. Product type: implantable neurostimulator: product ID 3889-28, lot# va0bm8j, implanted: (B)(6) 2013. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).